Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported, via email, that she is being charged for an insulin pump that our records indicate was never returned. In that email, the customer mentioned that she has had several replacement insulin pumps for different reasons. The customer stated that one insulin pump gave her a large bolus that sent her to the emergency room. The customer did not elaborate on that event. Nothing further was reported.